Event description:
Philips received a complaint by the customer on the v60 indicating that the tidal volume of the ventilator was not displayed. This device was in use on a patient with bronchial asthma (acute attack period) was reported to be seriously ill according to medical advice, and continuous monitoring of electrocardiogram and blood oxygen saturation was carried out. On (B)(6) 2024, non-invasive auxiliary ventilation was used as per medical advice. After adjusting the parameters of the ventilator, the nurse and doctor found that the tidal volume of the ventilator was not displayed, and the patient's blood oxygen saturation did not increase. The patient immediately replaced another non-invasive ventilator, which operated normally with normal tidal volume and increased blood oxygen, without affecting the patient. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort response, it is unknown what the serial number of the device is. It was also confirmed that after the gas delivery system was replaced by the equipment department to resolve the reported issue and was returned to normal use. No injuries to the patient. No further information was able to be obtained about this case. The investigation concludes that no further action is required at this time.